Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional and it was reported that the sudden incontinence and patient's testicle feeling like they hurt and feeling like they had to pee had been resolved. It was further reported from the patient that the therapy had not helped their target urinary frequency and urgency symptoms as much as expected and that they still had to get up 1 to 3 times per night. Patient stated they were unable to make it to the bathroom in time and when they did go to the bathroom they did not urinate more than a cup at a time, and that they had been drinking normal amounts of water. Patient's doctor told them to 'pinch it off' but thy had 'pinched it off' for too long because they were not able to make it to the bathroom on time. Patient's amplitude was increased to 1.6v when they went to the doctor's office on the (B)(6). Patient stated this caused too much stimulation in their testicles and sensation was too strong when they went into their car. Patient then lowered amplitude to 1.4v to resolve the issue. Patient confirmed stimulation was on program 1 at 1.5v. Patient changed to program 2 and lowered stimulation from 1.6v to 1.4v where they felt comfortable stimulation at their tailbone. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported he had an accident where he peed his pants 2 days ago. Patient reported on (B)(6) 2018, they peed their pants. Patient asked if device was supposed to help with emptying the bladder, so he didn't go pee when he wasn't at a bathroom. Patient said he had the device for urinary incontinence. Patient stated that sometimes it felt like he really had to pee, but dr. Told him to pinch tip of his penis and dance around and this would help with that. Patient said it had helped him. Patient stated that almost a week ago he was leaving his doctor¿s office and he was getting into his car and the stimulator was doing something to his testicle that really hurt and felt like the sensation you would get when you pee on an electric fence so he went back to his doctor's office and they turned it down. Turning down stim resolved the peeing on electric fence sensation. Patient said he was wondering if stimulation needed to be turned back up to control symptoms as it had been lowered. Patient had access to his patient programmer (pp) and it showed stim was on p1 at 1.5. Patient had the ability to change programs or adjust stimulation. Patient felt stimulation in the correct area. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
June 19, 2018 (B)(4): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported he had an accident where he peed his pants 2 days ago. Patient reported on (B)(6) 2018 they peed their pants. Patient asked if device was supposed to help with emptying the bladder, so he didn't go pee when he wasn't at a bathroom. Patient said he had the device for urinary incontinence. Patient stated that sometimes it felt like he really had to pee, but dr. Told him to pinch tip of his penis and dance around and this would help with that. Patient said it had helped him. Patient stated that almost a week ago he was leaving his doctor¿s office and he was getting into his car and the stimulator was doing something to his testicle that really hurt and felt like the sensation you would get when you pee on an electric fence so he went back to his doctor's office and they turned it down. Turning down stim resolved the peeing on electric fence sensation. Patient said he was wondering if stimulation needed to be turned back up to control symptoms as it had been lowered. Patient had access to his patient programmer (pp) and it showed stim was on p1 at 1.5. Patient had the ability to change programs or adjust stimulation. Patient felt stimulation in the correct area. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient needed to know the different programs for his interstim. The patient stated they were currently on program 3 but was not getting any results. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that program 1 was uncomfortable for them since implant, so they changed to program 2 at 1.8. The patient stated they had tried to increase stimulation to 1.9 on program 2 but that was also not comfortable for them and was too high for them. The patient reported they were waking up 3-4 times a night on occasion in the past month or so. Syncing with the programmer showed the therapy was on. The patient was redirected to follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called again and said that the first month it worked great and the guy there helped me change it from program 1 to program 2, it was on june 26th (the date of original call) and said it was a lot better. Patient said that if the patient does not get to the bathroom right away for the past week or so, patient won't make it. Patient seemed to think that he should lower the stimulation and it was reviewed that normally patient would raise stimulation in a case like that. It was reported that the patient found new batteries as his pp had depleted. He synchronized and reported he was on program 2 at 1.4v. He increased to 1.8v and was going to try this setting to see if it helped their symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient states he does not get any sleep at night because he is having to get up every hour during the night to go to the bathroom. Patient states the first two programs were not any good; when he was on program 1 after surgery, he was at 1.7 v and could not stand it so he turned the stimulation down to 1.5 v but then changed to program 2 on (B)(6) 2018. The patient did not have access to the programmer in order to do troubleshooting. Patient wanted to speak with their manufacturer's representative and the role of the rep was clarified. Patient was advised to contact their hcp to discuss symptoms and programs. No further complications were reported.